Manufacturer narrative:
Since no complaint sample was provided for evaluation and no lot number was reported, the investigation was not able to identify any probable root cause. The investigation did noted a previous CAPA investigation that was initiated due to open seal complaints in the same product family. This complaint investigation was not able to determine if the corrective actions from the identified CAPA were applicable to this complaint since a lot number was not provided and the complaint investigation could not assess if the product in question was produced prior to or after the implementation of the corrective action from the CAPA. Since root cause cannot be determined, no corrective actions will be implemented at this time. We will, however, track and trend future complaints to see if this issue recurs. Device not returned to manufacturer.

Manufacturer narrative:
(B)(4) . Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
On a new needle box from jamshidi cat tjm4008, peremption 31/08/2020, opened this morning, we found 3 packets, normally sterile, which were not welded.